Event description:
On 03/25/2026, it was reported that dr. (B)(6). Stated that a glidewell ht implant failed. On (B)(6) 2025, a 61-year-old male presented for implant placement on tooth position #6. His bone quality was reported as type ii and oral hygiene as good. The patient returned on (B)(6) 2025 before the second stage surgery and upon examination, the doctor determined that the implant failed to osseointegrate. The reported device was explanted that day and not replaced. The patient had no permanent injury and no additional medical/surgical procedure was required.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).